Manufacturer narrative:
The manufactuer is currently following up on the post -operation status of the patient.

Event description:
During an embolization procedure, the subject device was used with a spongel; when the microcatheter accessed the lesion, no marker was noted at the tip. The marker got lost in the body when the microcatheter was removed. The marker was found at the subclavian artery uder fluroscopy during the porcedure. In 2005 the marker was noted at the distal bronchial artery. The condition of the patient is not known.